Manufacturer narrative:
H.10: through follow-up communication livanova learned that the customer canceled the service request since the biomedical engineer of the hospital replaced the affected clamp with another.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the affected clamp was replaced with another one. The involved erc was manufactured in 2020 and according to the analysis of the complaints database no further events have been reported in the past on this unit. Based on the investigation performed for similar cases, the reported error code, indicating a timeout of the clamp, can be due to: - circuit breaker of the circuit has tripped; - contact errors on plug-in connectors; - defective connection cable. No further information was made available for this case and a livanova field service representative could not be dispatched at the customer's site in order to control the unit and collect further information on the case. Indeed, based on the available documentation no service activity was performed on this unit up to date due to covid-19 emergency. Livanova will attempt to retrieve additional information. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Livanova (B)(4) manufactures the scp erc tubing clamp / 620mmx. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a scp erc tubing clamp / 620mm gave a timeout error code during setup. There was no patient involvement.